Manufacturer narrative:
The initial reporter's phone number:(B)(6). The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was leaking, making it impossible to secure the catheter and causing it to slip out. Replacing it with a new set resolved the issue. Patient was exposed to hazardous, blood, or bodily fluids. No medical intervention was reported.

Event description:
It was reported that the foley catheter balloon was leaking, making it impossible to secure the catheter and causing it to slip out. Replacing it with a new set resolved the issue. Patient was exposed to hazardous, blood, or bodily fluids. No medical intervention was reported.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and found tear on sac body of catheter. Inflate catheter with water and found water leakage from tear area. Microscopic examination noted the tear was look rough. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to scratched sac. A review of the device labeling have been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was leaking, making it impossible to secure the catheter and causing it to slip out. Replacing it with a new set resolved the issue. Patient was exposed to hazardous, blood, or bodily fluids. No medical intervention was reported.